Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced parosmia ("smelling smoke") and panic attack ("panic attacks"). The patient was treated with surgery (removal,). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, parosmia, panic attack and oophorectomy outcome was unknown. The reporter considered medical device removal, oophorectomy, panic attack and parosmia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : panic attack and parosmia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Case becomes an incident. New event added: medical device removal & oophorectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.